Event description:
Study reported pt developed "wound over flank", and was taken to surgery by a plastic surgeon at a different facility where the intrathecal catheter was removed due to "suspected infection". During surgery the surgeon realized the catheter was connected to the pump and also removed it. The implant duration of the infusion pump was approx 11 months, and was programmed to infuse baclofen 2500mcg/ml at 943mcg/day for treatment of intractable spasticity due to a diagnosis of multiple scelrosis. Post operatively the pt was transferred to another facility for placement of catheter and tunnel to external pump to avoid withdrawal. No pt symptoms, or final outcome were reported. Refer to MFR report #6000030200700578.